Event description:
It was reported that during a follow up, low impedance and noise were observed. The physician noted a pocket infection and by echocardiography he noted infection on the leads as well. The decision was made to explant the device and leads. During the extraction, externalized conductors were observed on rv lead.

Manufacturer narrative:
No medwatch form was received.